Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Wide isolation of the pulmonary veins was performed and the entrance block confirmed before the event; the mitral isthmus was partially blocked. A pop was heard during radio frequency ablation near the auricle on the side wall of the atrium. The patient became hypotensive and an ultrasound revealed a pericardial effusion. Protamine was injected and the patient was placed in the cardiology ICU for surveillance and the patient is in stable condition. An alcoholism of the vein of marshall had been performed previously.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. A three-way stopcock was attached to the catheter luer hub. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. The catheter shaft deflected in both directions when the steering mechanism was actuated. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). The event description indicated ablations were performed with an rf power of 50w with an irrigation flow of 30 ml/min. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence,¿. Too high rf power during ablation may lead to perforation caused by steam pop, however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The catheter was returned with a three-way stopcock attached to the luer hub. When attempting to remove the three-way stopcock, the stopcock fractured, and a portion of the stopcock remained inside the catheter luer hub. As a result, flow testing and leak testing were not able to be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.